Event description:
The hcp reported that the pt was experiencing "no pain relief and a golf-ball sized fluid collection beneath the skin at the lumbar region". A pseudomeningocele was suspected. The pt had the system implanted in 2005, after a successful trial. A reaction to morphine was suspected during trial, but systoms ultimately found to be due to congestive heart failure. The pt was admin hydromorphone 5 mg/dl at a rate of 0.5238 mg/day via the pump.